Manufacturer narrative:
The device was received for investigation with the pod fully deployed. No damages or manufacturing defects were found, and no timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple immediate bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure. A leak test was conducted successfully; no leaks were observed. An investigation of the bottom housing indicates that the adhesive was properly welded to the device, and no damages or defects were noted that would contribute to the reported event. The cause of the reported event could not be determined.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 500 mg/dl while the pod was worn between 1 and 4 hours. After noting elevated bg levels, the patient discovered the cannula had not deployed as intended at the infusion site on their arm. The patient further reported insulin was leaking at the pod site, and the adhesive was not sticking well to the skin. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.